Event description:
The reporter contacted animas on (B)(6) 2012 reporting that the keypad buttons were not responding with one push. The reporter denied damage to the keypad and no moisture exposure. The patient reportedly wore the pump exterior to a garment and does not clean the pump. There is no reported adverse event with this complaint. This report is made based on the allegation of the keypad response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation follow-up #1 submitted (B)(4) 2013: the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: all buttons were functional. None of the buttons were hypersensitive. Test each button with multiple presses and every button responded once for each press. No damage to keypad. Removed keypad. No defects found.